Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th mar 2026, it was reported by a distributor via email that ar-1927bcf-45 bio-compsi crkscrw ft 4.5x 14mm batch 15505630 anchor broke while the surgeon was inserting it into the patient. This was detected during rotator cuff procedure on (B)(6) 2026, and no piece(s) break off inside patient. The procedure was completed successfully with another implant and no harm caused to patient.